Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. We are also unable to confirm the bent/dislodged cannula or determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient went to the emergency room (ER) for high blood glucose (bg) levels. The patient's bg levels reached 319 mg/dl while wearing the pod; the pod was removed at home and cannula was dislodged and found bent upon removal. Symptoms reported include dry heaving, vomiting, nausea and upset stomach. The patient was diagnosed with hyperglycemia and was treated with intravenous fluids and a new pod was applied bg were monitored hourly and once regulated, patient was released after spending 24 hours in the ER.